Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump shut off, due to insufficient battery power as the battery became depleted. The pump was plugged in to charge. However, when the contact attempted to reload the cartridge, the pump screen became frozen on the "fill tubing" prompt and the customer was unable to clear it. During troubleshooting with tandem technical support, the frozen prompt was able to be cleared, the cartridge was able to be reloaded and insulin resumed. There was no impact to the customer's blood glucose level.